Event description:
The user facility reported a defect noted on the oxygenator. Follow up communication with the user facility reported the following information: when the perfusionists removed the oxygenator from the box a defect was identified; a squeezed area was noted in the blood inlet of the oxygenator; the oxygenator was replaced with a new one; there was no patient involvement; and the surgery was completed successfully.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the customer's observation, the blood inlet port was noted to have been crushed. There was no other visible anomaly on the device. Magnifying inspection of the blood inlet port did not find any trace of a heat load or direct shock force on it. Simulation testing was conducted. The blood inlet port of a current product sample with the cap applied to it was pushed against a flat surface, such as a desk. Damage similar to that seen on the actual sample was duplicated. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there was no indication of production-related problems. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information it is likely that the blood inlet port on the actual sample was subjected to a pushing force after the actual sample having been taken out of the unit box. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.